Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to complete functional testing) was confirmed. As received the montior was unable to power on. Upon investigation, the leads of high voltage capacitor c19 were lifted from the defibrillator pca. The damaged capacitor caused high voltage to travel to low voltage circuitry damaging power supplies and multiple components on the computer/analog pca. There was evidence of physical abuse to the monitor. Root cause investigation of units exhibiting a similar failure indicates that the capacitor was likely damaged by excessive mechanical force to the monitor. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete functional testing.